Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 444 mg/dl at the time of incident. The insulin pump had blank display. The insulin pump had failed battery alarm and replace battery now. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated display was blank currently. Customer stated the contacts on the battery cap and battery compartment was neither damaged nor corroded. Display did not return after insulin pump restart. The insulin pump will be returned for analysis.